Manufacturer narrative:
Per tandem user guide: only use humalog® or novolog® u-100 insulin, as any lesser or greater concentration can result in serious health consequences. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer was using trurapi insulin with the pump. Tandem customer technical support informed customer that trurapi insulin is off-label per the user guide. The customer declined to troubleshoot with tandem technical support and cleared the alarm resuming insulin delivery.